Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was evaluated and a manual test was performed. The needle was difficult to remove and bent.

Event description:
Customer reported that she had issues when changing his sensor. He stated that he inserted the new sensor in a 60 degree angle and once inserter, he tried different angles to remove the needle and was unable to. Customer decided to remove the entire sensor and insert a new one. Blood glucose 61 mg/dl. Nothing further reported.